Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00791498 npi 8110 error 5-13-1504. Soft fault- 5 13 1504. Logic board- watchdog. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer receiving error 5-13-1504, on powering on 8110 (s/n (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: customer receiving error 5-13-1504, on powering on 8110 (s/n 12610785). Explained to customer the problematic fault associated with device soft-fault error. Directed customer through system maintenance and setup, to update the serial number to match the bar-code label on rear case. Step through the flash process to edit the serial number field, then update to device. Assisted customer to verify the update process was successful. Confirmed error did not re-occur at power on. End call. Ref: (B)(4).